Event description:
It was reported to philips that the device displayed a "replace pads" warning on the screen. Multiple sets of philips pads were exchanged with the same error message displayed after each change of pads. There was no reported adverse patient impact.